Manufacturer narrative:
Additional information: d9 (latest return date), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection found the jaw was damaged. The seal plate was bent and partially detached. The damage to the jaws was consistent with the user inadvertently closing jaws on a hard/metallic object. Damage to the seal plate can result in alarm activations and difficulty with activating the device. The cut was not possible due to the seal plate damage. The seal cycle was interrupted. It was reported that the component was disengaged; the device stopped working and there was an insulation damage. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device was difficult/impossible to close and the jaws were difficult to open the reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a total hysterectomy, the device had problem with jaw¿s opening/closing after about 120 minutes of the procedure. The insulation material part of the upper jaw and the stainless-steel part of the device were detached. There was no drop in the body cavity of the device's debris due to the disconnection, and there was no damage to the tissue. The device was cleaned every time it was back to the forceps table. Another ligasure was used appropriately with the same generator. There was no patient injury.